Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The perimeter of the annulus was measured at 79.2mm and the area was 495.7mm^2. It was noted that there was a sufficient amount of calcium to allow seating. A push on the delivery system was noted during final deployment. Upon final release of the device, the device migrated towards the ventricle and was now too deep, causing a severe perivalvular leak in the annular area. A post-bav was performed. The final depth post-migration was -10mm. An additional non-abbott valve was implanted valve-in-valve on 13 march 2024. The physician believes the migration was due to the push on the delivery system prior to deployment of the device. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of device migration too deep towards the ventricle upon final release causing a severe perivalvular leak in the annular area was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the reported push on the delivery system during final deployment may have contributed to device migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The perimeter of the annulus was measured at 79.2mm and the area was 495.7mm^2. It was noted that there was a sufficient amount of calcium to allow seating. A push on the delivery system was noted during final deployment. Upon final release of the device, the device migrated towards the ventricle and was now too deep, causing a severe perivalvular leak in the annular area. A post-bav was performed. The final depth post-migration was -10mm. An additional non-abbott valve was implanted valve-in-valve on (B)(6) 2024. The physician believes the migration was due to the push on the delivery system prior to deployment of the device. The patient did not present with any clinical signs or symptoms. The patient status was stable.